Manufacturer narrative:
Concomitant medical products: liner 7 mm offset 36 mm i.d. Size kk, catalog no# 00875401236, lot no# 63097103; modular neck j1 12/14 neck taper, catalog no# 00784803401, lot no# 62530578. Therapy date: (B)(6) 2018. The manufacturer did receive x-rays, or other source documents (operative report) for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, dislocation and metallosis.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref:(B)(4); lot:2875864. Yield:100 . Delivered:100. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: a female patient, born in (B)(6), was implanted with a left total hip arthroplasty in 2009. The patient underwent a revision surgery on (B)(6) 2017 due to instability due to breakage of left hip acetabular liner. Noted possible metallosis secondary to finding of black synovial fluid. The patient underwent a second revision on (B)(6) 2018 due to instability and dislocation. The liner, neck and head were replaced with constrained liner. During the revision surgery pieces of broken polyethylene were found in the tissue along with black tinged tissue. The polyethylene appeared to be from the previous surgery. Both revision surgery took place at (B)(6) hospital. Relevant patient history: previous spinal fusion surgery and bilateral hip replacements, patient is obese with a bmi of 38.2. Review of received data: two intraoperative photographs have been received. One picture shows black tinged soft tissue. The second picture shows 5 separate pieces of polyethylene. Two x-rays have been received: left pelvis frog view, dated (B)(6) 2016. Pelvis ap view, dated (B)(6) 2016. The event subject to this complaint occurred after the first revision ((B)(6) 2017), however, the recorded x-rays were taken prior to the first revision. Therefore, the x-rays were not considered for investigation as they cover a different time frame. Revision report, dated (B)(6) 2017: indication: left hip pain and instability due to breakage of her left hip acetabular liner. Implants: zimmer continuum multi hole acetabular shell size 56. Three 6.5 mm x 35 mm acetabular screws 36 mm, 7 mm offset longevity liner. Extra extended offset +4 neck for m/l taper kinectiv stem. Biolox ceramic head 36 mm +0 procedure note: large amount of black synovial fluid indicative of metallosis was found in the joint. The stem was found to be solidly fixed. The liner was noted to be fragmented, and it was removed. The acetabular bed was inspected and found to be in good shape. A size 56 multi hole acetabular shell was impacted. Definitive head, neck and liner implants were then impacted into place. Surgical report, dated (B)(6) 2017: preoperative diagnosis: dislocated left prosthetic hip, anterior. Procedure: closed reduction of left dislocated total hip. Surgical report, dated (B)(6) 2017: preoperative diagnosis: dislocated left prosthetic hip, anterior. Procedure: closed reduction of left dislocated total hip. Office notes, dated (B)(6) 2018: chief complaint: recurrent left hip dislocation status post revision left total hip arthroplasty. The patient underwent a complete revision left total hip arthroplasty back on (B)(6) 2017, by dr. (B)(6). The patient states she had a significant leg length discrepancy after surgery with her left lower extremity being significantly longer than her right. The patient states that she also began having right hip pain after the left sided revision and states that she has been diagnosed with a pelvis fracture of the right side, which she believes occurred intraoperatively during her revision left total hip arthroplasty. The patient experienced left hip dislocation in (B)(6) 2017, 4 months post left hip revision. In october 2017 the left hip dislocated again. Third dislocation on (B)(6) 2017. CT of the right hip without contrast dated (B)(6) 2017, reveals displaced, transverse periprosthetic fracture of the right acetabulum where the caudal/inferior half of the bony acetabulum is displaced inferomedially from the acetabular component. There is no suspicious osteolysis or bony or soft tissue masses. CT pelvis without contrast dated (B)(6) 2017, reveals no change in position or alignment of periprosthetic fracture to the right acetabulum. There is no evidence of healing. All left hip components do appear to be well placed and well aligned. The acetabular cup, however, may be slightly too anteverted. No acute dislocation is noted. Revision report, dated (B)(6) 2018: indication: recurrently unstable left hip arthroplasty, obesity (bmi 38.2) procedure: revision left total hip arthroplasty. Implants: zimmer continuum trilogy acetabular system. Highly cross-linked polyethylene acetabular liner contained 32 mm inner diameter, size kk. Kinectiv technology modular neck size d. Biolox ceramic head 32 mm +0. Procedure note: upon making an incision through the skin, I encountered 5 fragments of polyethylene, 3 of the fragments measured approximately a 1 cm x 0.25 cm and the other 2 fragments measured approximately 0.5 cm x 0.25 cm. These appeared to be remnants of the previous polyethylene cup that was present within the hip joint. There was extensive metal staining to the tissue as well and evidence for metalosis. The ceramic head was inspected and noted to have multiple medical stripes on it consistent with the history of previous dislocations. The hip was then dislocated and the ceramic head removed. The kinectiv neck was also removed. The stem did not show any loosening and was left in-situ. The previously placed polyethylene liner was removed. The cup itself was inspected and noted be stable. Three screws that were present within the cup were assessed. For lightness and they were all noted lo be tight. There was no evidence for loosening or osteolysis behind the cup. As stated, there was extensive metalosis throughout the hip and the exact source of this metalosis was unclear. I felt that the metalosis could have been secondary to the ceramic head rubbing on the acetabular metal cup when it had been dislocated. I did not see any evidence for impingement that was the source for metalosis. Overall, the quality of the patient's tissues were poor, and there was evidence for atrophy of the hip abductor musculature and also general very poor quality and tone to the tissues. Exposure was very easy to obtain as the soft tissues really did not provide much in the way of soft tissue tension. At this point, I decided that the patient's instability was not due to any component malposition, but most likely due to the overall poor quality of the patient's tissues and a global instability secondary to the laxity of her tissues. Devices analysis: visual examination: the biolox head was returned for investigation. Most of the articulation surface looks fine without any visible scratches. One section of the articulation surface is heavily scratched. Most scratches are into vertical direction. The rim and chamfer surfaces do also show some lighter scratches. The mating surface of the taper shows circular scratch marks, especially at the height were the taper connection takes place. Further, at two spots marks can be seen reaching from the lower circular marks up towards the chamfer. Measurements: no measurements were taken. Functional test: no functional test was performed. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion. Not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design. Not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head. Possible, as some metallosis was found this cause cannot be ruled out. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear. Possible, as some metallosis was found this cause cannot be ruled out. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear. Possible, based on the medical data this cause cannot be ruled out. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible. As a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup). Possible, as some undesirable component position was mentioned in the surgical report (march 23, 2018), we cannot rule out this cause. Even though, it was mentioned within the same report that the components position is most likely not the trigger for the instability. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset). Not possible, as no wrong implant selection was stated in any of the medical records. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head). Not possible, as no disassembly of stem taper and head was mentioned in any of the medical records. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. Not possible, as the implanted combination was approved by zimmerbiomet. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, even though tha patient seemed to take all necessary precautions, this cause cannot be entirely ruled out. Conclusion summary: the reported biolox head was returned for evaluation. Operating notes on (B)(6) 2017 shows that the patient had a revision on left hip due to pain and instability, which is due to liner fracture. During the revision, the stem was found well fixed, metallosis was found in the joint. Head and neck were removed, while the fragments of the liner were removed as well. The cup was removed and a new cup, liner, head and neck were implanted. Reduction showed the implants had no anterior or posterior instability, and equal leg lengths. Office notes on january 23, 2018 showed that the patient had left hip primary surgery on 2009, and after the first revision on (B)(6) 2017, the patient experienced dislocation on august 2017, october 2017 and nov 2017. CT scan on (B)(6) 2017 confirmed dislocation and right acetabulum fracture. X-ray review shows the right cup was slightly too anteverted. Operating notes on (B)(6) 2018 show that the patient had a left hip revision due to unstable and recurrent dislocation. During the revision, 5 fragments of liner were removed, which seemed to be still from the previous liner. Metal staining was found. Head, liner and neck were removed. Stem and cup were found to be well fixed and left in-situ. No loosening and osteolysis was found. The surgeon mentioned the source for metallosis is not clear. However, he believed the instability was due to overall poor quality of the patient¿s tissues and secondary to the laxity of her tissues. New neck, head and liner were implanted. As mentioned in the operative notes, the root cause for instability was contributed to the tissue damage and tissue laxity. However, the source for metallosis is unknown, it could possibly come from the head rubbing against the shell after dislocation. Based on the provided medical records the complaint, consisting of left hip instability and dislocation, could be confirmed. The quality records of the biolox head show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The visual examination of the biolox head suggests that the distinct scrub marks may have been introduced during the multiple dislocations, as already proposed within the operating notes dated (B)(6) 2018. A possible root cause for the recurrent dislocation may be the aforementioned poor tissue quality and tissue laxity of the patient. Further, the patient's obesity may have negatively influence the performance of the tha, especially with respect to hip dislocation. As mentioned in the operative notes, the root cause for dislocation and instability was contributed to the tissue damage and tissue laxity. However, the source for metallosis is unknown, it could possibly come from the head rubbing against the shell after dislocation. Nevertheless, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No change.

Manufacturer narrative:
Additional information has been received and is filed in this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. (B)(4).